Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead 2007 (B)(6). (B)(4).

Event description:
It was reported that there was atrial undersensing. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.